Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ds server reports backup bloated the d drive, causing the logs to be unable to expand. A technical support specialist (tss) worked with the customer on a call, fixed the steps path for the database log backup to use the l drive instead of e drive, and applied knowledge article (medstation es ¿ 1.7.x & 1.8 ¿ server running out of e drive space ¿ large dsserverreports backup folder) to resolve dsserverreports backup retention issues. The tss also explained the stored procedure and backup system process to the customer. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the database had grown to 300gb due to a missing purge job. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.